Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unexpected battery loss. The customer's blood glucose was unknown. The insulin pump had battery out limit alarm. Customer reported that they were unable to clear the alarm. The customer changed 4 batteries with the insulin pump and keeps telling him battery out limit. The customer was able to clear the alarm, rewind the insulin pump and set up the date on his insulin pump as it has an unexpected battery loss. The insulin pump will not be returned for analysis.